Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A preventative maintenance (pm2) was performed and the vacuum pump oil, catalytic decomp filter, and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2014.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation and system hazard and user misuse analysis. ¿ the DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. ¿ the service history for this unit for the past 6 months (02/27/2014 to 08/26/2014) did not reveal a significant trend. ¿ the complaint trending for problem code ¿odor/smells¿ did not identify a significant trend over the past 12 months (november 2013 ¿ october 2014) and was within acceptable limits. ¿ the fmea (failure mode and effects analysis) revealed the risk priority number is at an acceptable level. ¿ the hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure and is considered to be at a negligible risk. ¿ the shuma (system hazard and user misuse analysis) defines the risk as broadly acceptable for exposure to odor or odorants. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Event description:
An international customer reported an event of an odor emitting from the sterrad® 100s sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.